Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with an unknown grade. During the preparation of the triclip steerable guide catheter (tsgc), after placing a stopcock onto the tsgc, the guide would leak. Two additional stopcocks were used with the same result. Therefore, the device was not used and was replaced. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determined a cause for the reported leak/splash. There is no indication of a product quality issue with respect to manufacture, design, or labeling.